Event description:
Second revision surgery - due to a broken post. Reference first revision (B)(6), date of surgery (B)(6) 2012.

Manufacturer narrative:
Device eval: hospital disposed.

Manufacturer narrative:
Corrected data: MFR report # was incorrect. Correct MFR report # 1644408-2014-00180. Manufacturer narrative: the reason for the second revision surgery is a broken posterior stabilized (ps) post after approximately 1 year 5 months in-vivo. The first revision was also due to a broken post on the ps insert. No information about patient activity level, history of trauma, or implant positioning was provided. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not made available to djo surgical for examination. A review of the device history records showed no non-conforming material reports associated with this product. A review of the product complaint report history showed there have only been two prior complaints against this insert and neither involves a broken ps post. A definitive root cause for the ps post breaking cannot be determined with confidence. For this patient to have experienced broken posts on a ps insert two separate times suggests there could be unique factors associated with patient activity that could have contributed. These include excessive physical activity, trauma, weight, and/or irregular gait or anatomy causing excessive loading on the ps post. This type of information was not provided with the complaint. The ps post is loaded during deep flexion and hyperextension to provide support and prevent anterior/posterior subluxation. Repeated high bending, tensile, and shear loads on the ps post can contribute to post fracture. The incident device met all critical dimensions and specifications when released from djo surgical.